Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Customer changed pump supplies and continued to use the pump for insulin therapy.